Event description:
Boston scientific crm received info that during a follow-up visit, this right ventricular lead had a drop in impedance measurements. Loss of capture and loss of sensing were also noted. The pt experienced bradycardia and had symptoms of shortness of breath, lightheadedness and dizziness. The atrial lead had only been used for sensing due to high threshold measurements. Dislodgement was suspected. During the revision procedure, both leads were surgically abandoned as the helixes could not be retracted. No insulation defects were observed and high capture thresholds were observed from the same heart location with the new lead. The physician suspected a tissue anomaly rather than a lead defect. Implant/event dates were not available.